Event description:
Report received from the USA stated the device was producing heat. The device was not being used during surgery. It is unk if pt or user injury was reported. The date of the event is unk. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of heat could not be confirmed. The device met all manufacturing specifications. If additional info becomes available, a supplemental report will be sent. Ref (B)(4).